Event description:
On (B)(6) 2010, a spontaneous report was received from a registered nurse regarding a (B)(6) male who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3 % lidocaine). The patient had no medical history. The patient's skin type was reported as "(B)(6)." The patient was not taking any concomitant medications. The patient received a 0.5 cc injection of restylane-l on (B)(6) 2010 to a scar on his forehead. The patient did not received any pre-procedure medications. No additional procedures were performed at the time of implantation. On a unspecified date in (B)(6) 2010, reported as "within 1-2 days" after the implantation, the patient developed a small rash, described as white fluid-filled bumps that looked like chicken pox, at the injection site; there was also pustular drainage. The patient was seen by an unspecified health care professional on (B)(6) 2010. On an unspecified date in 2010, "the area was drained." As of (B)(6) 2010, the patient "continued to have symptoms" and "the area had an open sore." No additional information was provided. The registered nurse felt that restylane-l caused the reported symptoms. The registered nurse assessed the severity of the reported events as moderate. The lot number and expiration date for the restylane-l were 10458 and 07/2011, respectively. Additional information has been requested.